Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the bulb was not working. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative cleaned the optics of the tabletop illuminator module. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 31, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an accumulation of dirt and debris on the optics of the illuminator module over time. The manufacturer internal reference number is: (B)(4).